Manufacturer narrative:
No device was received for evaluation; however, photographs were provided which revealed that one of the pegs and part of the patellar dome had fractured off of the component. A large crack running nearly all the way through the device was also noted. Review of the device history records for the patellar component identified no deviations or anomalies. Investigation results concluded that the reported event was due to reduced mechanical integrity due to the material and geometry of the device. Improper technique, uneven patellar resection, and high patient weight/activity level can contribute to the device failure.

Manufacturer narrative:
Complaint sample was evaluated and previous investigation conclusion was reaffirmed. Visual evaluation of the returned patellar component confirmed that it exhibits wear and is fractured almost in half. The patella pegs are also fractured off and missing along with a chunk of the patella. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to report corrected and additional information. Concomitant products: natural-knee tibial insert: 627501716, lot 1644847. Natural-knee tibial baseplate: 630701210, lot 1628153. Natural-knee femoral component: 621200031, lot 1624985. (B)(4).

Event description:
Patient reported a knee revision twelve years post-implantation due to pain and discomfort. Additional information received in patient's medical records indicate the patient's right knee was revised due to patellar pain and tenderness, instability, swelling and effusion. The revision operative report indicates the patella was fractured across the center, had loosened from the cement, and the patellar pegs had sheared off. During the procedure, the tibial bearing and patellar button were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review device history records was not provided.

Event description:
Patient's knee was revised twelve years post-implantation due to pain and discomfort.